Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the balloon was noted. All components were removed and replaced, and no patient complications were reported.